Event description:
It was reported that the device under sensed a patient's arrhythmia. A few minutes prior, the patient received a shock from the device which converted the arrhythmia. A few minutes later, the patient had long periods of ventricular fibrillation with no treatment. The patient arrested and was then treated with an external shock to successfully convert the arrhythmia. The doctor stated the patient had a potassium of 9 with end-stage renal failure. Technical services reviewed the electrograms of the event and made some programming suggestions. There were no additional adverse patient effects. The device remains implanted.